Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Manual inspection was performed and the instrument fully met all criteria. The instrument was easy to remove and connect to the system. No issues was found inside the housing. The instrument was tested on an in-house system: the instrument passed the recognition and engagement tests. - the instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed the grip test. No product issue was found. The instrument was fully functional. The probable root cause of the customer reported issue cannot be determined since the reported issue could not be reproduced. No device problem was found, and the instrument was functional. The customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument wrist stopped moving. The customer attempted to use an instrument release kit, but the wrist still did not respond, and it could not be removed from the port. The customer removed the instrument and the port together then converted the case to laparoscopic. The customer found that the pully part of the instrument had a dislocated part. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was not gripping tissue at the time of the instrument lock, it was gripping the suture thread. The customer attempted to use the instrument release kit but was unable to open the instrument jaws, the customer then used the mega suturecut needle driver to cut the thread and remove the force bipolar. The force bipolar instrument wrist was bent, resulting in the cannula being removed with the instrument. There was no adverse effect on any tissue, and the port incision was not increased.